Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is inconclusive due to the state of the returned sample. One photograph of a groshong nxt clearvue two-piece connector assembly was returned for evaluation. An initial visual observation of the photograph showed the connector assembly. What appeared to be a terminated segment of the catheter was observed in the oversleeve of the distal connector. No details of a leak or damage was observed on the sample in the returned photograph. No obvious use residues were observed on the sample, but the winged joint was slightly yellow/discolored. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported due to treatment requirements, a PICC catheter was inserted on (B)(6) as prescribed by the doctor. On (B)(6), blood return was smooth, but there was significant resistance when injecting the flushing solution. A problem with the catheter extension tube was suspected, so the catheter extension tube was replaced and connected to a positive pressure connector. Blood return was smooth, flushing was smooth, and fluid infusion was successful. No harm was caused to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.